Event description:
The nurse reported that a surgeon experienced an occlusion during a cataract procedure. The cassette was replaced and the issue was resolved. No harm to the pt was reported. Add'l info was requested, however, none has been provided to date.

Manufacturer narrative:
At this time, the recall number has not been issued. A supplemental MDR will be filed when the recall number is issued. The customer's complaint history was reviewed for the period of one year. This is (B)(4) complaints reported for this issue. This is (B)(4) complaints from the finish goods lot for this issue. The order was built and released per specification. The customer did not retain a sample for this complaint report, visual inspection or functional testing could not be conducted. While a sample was not returned for this event, a similar complaint investigation determined that debris within the aspiration tubing resulted in the reported event. The debris has been identified as a piece of the aspiration tubing which was inadvertently inserted into the aspiration line during manufacturing. This manufacturing event is believed to be related to misalignment of the tooling on the automated procedure line. An internal investigation has been initiated for this event. (B)(4).